Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04304. Related manufacturer reference number: 1627487-2022-04305. It was reported 2 of the patients 3 leads have migrated. Surgical intervention may be pending to revise the leads and reposition the ipg. Investigation was unable to determine which of the 2 leads migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the l4 and l5 lead were explanted and replaced and the ipg placed deeper to address the issue.